Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that the infusion set tubing was damaged where it connects to cannula housing. 4-5 hours the infusion has been in use.blood glucose level was 150-270 mg/dl. No further information was available